Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the monopolar curved scissors (mcs) tip cover accessory fell off from the mcs instrument and remained in the cannula after the mcs instrument was removed. The customer used a new mcs tip cover accessory to continue with the procedure. After the mcs instrument was uninstalled from universal surgical manipulator (usm) arm, the tip cover accessory was found to be loose, and orange surface of the mcs instrument was exposed. The procedure was completed. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no issue. The instrument did not collide with any other instrument or tool during the procedure. The tip cover fell within the cannula when the instrument was removed from instrument arm. The tip cover was retrieved during the same procedure. Installation tool and reducer were not used. Lubricant was not applied. There was no damage on the tip cover. No arcing was observed.

Manufacturer narrative:
Intuitive has received the monopolar curved scissors (mcs) tip cover accessory associated with this complaint and completed investigations. The tip cover accessory was placed on an in-house golden mcs. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The tips opened and closed properly. The tip cover remained tightly in place and did not fall off. No product issue was identified. The accessory was found to have gouges on the outer surface of the tip cover. There was no material found missing. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.